Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 58 months ago. Pt has a history of chronic obstructive pulmonary disease. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt was non-compliant for f/u of the aneurysm. Cta of the abdomen and pelvis was performed 57 months post implant and showed the aneurysm measured 5.6 x 6.0 cm which is slightly increased from the prior measurement of 4.9 x 5.5 cm; however, the stent graft position appears satisfactory. There is collection of contrast measuring 2.0 x 2.4 x 1.5 cm. The endoleak does not appear to be arising from the proximal portion of the stent graft and source cannot be determined. One month later, the decision was made to explant the stent graft. It was noted that there were fractured stents in the body of the graft. There was no junctional and type 1 endoleaks present. The physician believes the source of the endoleak appears to be fabric related at a stent suture site in the anterior wall of the graft. The stent graft was successfully explanted and a dacron graft was sewn in. The explanted stent graft was received and its analysis is pending. No add'l clinical sequelae were reported and the pt was taken to the intensive care unit in good condition.

Manufacturer narrative:
Evaluation codes, results/conclusion: (evaluation of the explanted stent graft is pending), (endoleak), (stent fracture).